Manufacturer narrative:
Customer did not know the lot number so ortho was unable to perform retain testing, batch review, complaint review by lot, donor history, and donor complaint review. A 12 month review of all complaints for this product was performed and no similar complaints to this event were identified. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Email received by tsc from ortho rep on behalf of customer reporting false negative results for antibody screen testing on vision analyzers. According to customer, samples with previous history of anti-e and anti-little c failed to react with 0.8% surgiscreen cells ( lot# not provided). According to email, customer was performing validation testing with samples that was previously identified with the respective antibodies (anti-e and anti-little c) tested on the echo analyzer and tube method. Samples in question were also tested on second vision analyzer ((B)(4)) and manual gel method ((B)(4)) see cross over for related complaints. Issue started on: unknown ; reported (B)(6) 2018 ; methodology used: vision analyzer ; pattern observed: false neg result; customer was expecting: reactivity to e and little c antigens . Test repeated: yes ; result obtained by repeating: same result ; method used to repeat: vision analyzer and manual gel. . Customer felt because they were validating the analyzer did not captured the lot # used. No information on reagent used is available.